Manufacturer narrative:
Product ID: 8709, lot# l72775, implanted: (B)(6) 2000, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the physician reported difficulty accessing the reservoir which had increased over the last 3 refills. There was excess tissue and some skin breakdown at the pump pocket which complicated the pump reservoir access. On (B)(6) 2013 the pump was filled with 20ml. On (B)(6) 2013 the pump was accessed in radiology and despite the physician being confident that he was in the pump he was only able to aspirate a few ml of clear fluid and then started to aspirate "fairly frankly bloody". It was noted that the physician always infused 5-10cc of sterile saline into an empty pump to make sure that the same amount was pulled back and that it was clear to doubly confirm he was in the pump. The physician felt that if he was out of the pump, the fluid would be bloody from the get go and if he was in the pump the blood shouldn¿t have been there. The physician was concerned with the pump site as well as whether the pump was working. The procedure was stopped and neurosurgery was consulted. The physician questioned a possible pocket fill on (B)(6) 2013. Following the neurosurgery consult, the plan was to revise the pump pocket, possibly moving the pump up in the patient's abd omen. The patient was tentatively scheduled on (B)(6) 2013. No patient symptoms or adverse drug events were reported. The device system was used to deliver baclofen. It was later reported that the patient had an abnormally large amount of scar tissue over the pump; the physician commented that he¿d never seen that much scar tissue before. The pump was implanted subfascially, so it was pretty deep and that made sense as to why there was trouble refilling. The toughness of the scar tissue could have been mistaken for the metal of the pump. It was believed that when the physician went from having clear to bloody fluid it was probably caused by the needle tip first being in the pump reservoir and him aspirating the meds to the needle being pulled out of the reservoir and blood being aspirated; the pump was so deep and scar tissue was so thick that the needle could have been barely long enough so the tip was really all that was sitting in the reservoir and therefore how a slight movement (such as breathing) could have pushed that needle out of the reservoir. The physician re moved the scar tissue, intentionally implanted the pump above the muscle, and moved the pump slightly higher on the abdomen. The pump was more superficial. A side port/catheter aspiration was performed to confirm the catheter was patent and intrathecal. The pump had approximately 2 ccs of baclofen left; the pump was refilled with 40 ccs of new meds. The physician hypothesized that perhaps the tough refills where several sticks were required could have caused this large scar tissue growth.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient came into the clinic on (B)(6) 2013. A 1x1 cm round area of skin erosion was noted at the inferior aspect of the pump. There was a tiny amount of yellow discharge and the site was moderately painful when touched. The patient had no fever or chills. Her tone overall had been stable. She experienced increased spasticity when upset or agitated. There appeared to be a greater amount of scar tissue and swelling over the pump than previously. It was very difficult to palpate the edges of the pump. The pump was interrogated and showed a residual volume of 3.3 ml. Scar tissue made accessing the pump difficult. On two occasions the hcp (healthcare provider) was quite sure he was in reservoir but aspirated no fluid. After several more attempts he thought he was in the port and aspirated 3.5cc of bloody fluid. He felt that it was a traumatic tap, but was close to 3.3cc predicted. He infused 5cc of sterile normal saline twice to confirm needle placement with a first re turn of 5cc of pink fluid and second of 5cc very nearly clear fluid. He was convinced the needle was in reservoir and 20cc was infused into pump. Upon withdrawal of the needle, approximately 2cc of clear fluid seeped through the needle puncture on the skin. On further palpation, it was difficult to assess if there was additional fluid overlaying the pump given the scar tissue present. The hcp was reasonably sure that the baclofen went in the pump and it was not a pocket fill, but the extrusion of the clear fluid from the needle puncture site was worrisome. This prompted having the patient return the following monday to access the reservoir under fluoroscopy to ensure the pump had drug. The pump was delivering compounded baclofen. The pump dose was increased at the visit. On (B)(6) 2013, there was "drainage from wound/wash out". The patient had persistent wound issues and re-exploration with plastic surgery was planned for (B)(6) 2013.

Manufacturer narrative:
(B)(4).